Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was found on the catheter tubing. Two kinks were observed on the catheter tubing approximately 73.7cm and 72.1 from the iab tip. Additionally, a kink was observed on the inner lumen 72.1cm from the iab tip. The maquet guidewire was returned separate from the iab. The technician then attempted to insert the returned 0.025¿ guide wire through the inner lumen of a reference 7.5fr catheter and was able to successfully insert the guide wire. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the guidewire could not be inserted through intra-aortic balloon (iab). Another manufacturer's 0.018 inch guidewire was then used, but the same issue occurred. A new iab was then inserted to provide therapy without further issue. There was no patient harm or adverse event reported.